Manufacturer narrative:
Complaint no: cmplnt-(B)(4). (B)(4). The device was returned to baxter and an evaluation was completed. The increased intra-peritoneal volume (iipv) event was identified during review of the event history log. A visual inspection was performed. The homechoice device received a returned instrument testing evaluation (rite).  This evaluation included functional and electrical testing of the device. A service history review was performed which service did not cause or contribute to the complaint. The cause of the iipv event was determined to be due to one or more cycles advances to next fill when slow / no flow occurred above the min drain volume threshold. Should additional relevant information become available, a supplemental report will be submitted if there is any additional information, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This event occurred in the therapy initiated on (B)(6) 2014 at 00:29:35. During night drain cycle five, the patient's ultrafiltration reading was 1199ml, indicating the home patient drained 1199ml more than their maximum programmed fill volume of 1800ml. No additional information is available.